Manufacturer narrative:
(B)(4). Product manufactured but not sold in the u.s. Claim# (B)(4).

Event description:
An article was published in the int j ophthalmol in february 2019 titled, 'visual performance after implantation of two types of phakic foldable intraocular lenses for correction of high myopia.' The article states that pigment dispersion occurred in four eyes of the icl v4c group. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.